Event description:
It was reported while using bd posiflush¿ normal saline syringes it was difficult to move the plunger. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by customer that the IV won't flush. We have been having a problem (that we recognized) since last fall. The flush will usually start ok, then get harder to flush and stop. Initial thought is it after the IV so it has been removed and replaced. We now know it' the flush. If we grab a second flush, we discover the IV works just fine.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. It was reported the product is not flushing. To aid in the investigation, two disassembled empty samples with no packaging blister or tip cap were received for evaluation by our quality team. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force, which is the force applied to the plunger rod while moving downwards when expelling the saline solution, and all results were within specification. It could be possible the customer is getting some products that are towards the high specification limit and are related to the symptom reported by the customer since they require extra force than normal to expel the solution. A device history record review was completed for provided material number 306546, lot number 2021612. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Previous investigations have revealed that improper silicone application within the syringe barrel can create plunger resistance. Several quality initiatives have been implemented on our manufacturing line to ensure that the silicone application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the silicone is uniformly applied to the syringe barrel. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.